Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure for an unknown reason. Additional suspect medical device components involved in the event: model#: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient's ipg had been non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: 2012. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had been non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient experienced a shocking feeling during attempted movement with his lead configuration. The patient underwent a lead replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had been non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician had no suspicion of device malfunction with the explanted ipg.

Event description:
A report was received that the patient's ipg had been non-functional. The patient underwent an ipg replacement procedure.